Manufacturer narrative:
An event regarding osteolysis involving a delta uni femoral head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as device analysis, x-rays and operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A possible metallosis was reported. An update from the sales rep on june 10, 2015 indicated that the patient was revised due to osteolysis. During revision it was noticed that the head and trunnion had black markings. The head was replaced.

Event description:
A possible metallosis was reported. An update from the sales rep on (B)(6) 2015 indicated that the patient was revised due to osteolosis. During revision it was noticed that the head and trunion had black markings. The head was replaced.